Event description:
It was reported that the patient programmer training was ineffective because the patient was still under the effects of anesthesia. The reporter stated that they were not trained adequately on using the device. It was noted that the buttons on the programmer should be labeled better and that the patient manual was too detailed. It was noted that the patient was not told how anything worked. It was further noted that the patient was having ¿problems with her feet.¿ it was noted that the implantable neurostimulator was helping the patient¿s symptoms until the morning of report. It was noted that the patient went shopping the day prior to report and went through security screeners, which could explain why the patient felt more stimulation while shopping. Additional information received reported that the patient was disappointed that she received an antenna for the programmer without a pouch to carry it. It was noted that the patient suggested a pouch that would carry both the programmer and antenna so that it would not be such an inconvenience for patients. It was further noted that the patient stated that ¿it would be better to receive training the day before the implant." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID neu_ptm_prog. Lot# serial# unknown. Product type: programmer, patient. (B)(4).